Event description:
Elective cardioversion done for patient at bedside by ccm with ICU rn. Pt cardioverted with 200 j, but at that time a "pop" was heard, a burn smell was evident immediately, and upon removal of anterior pad, a burn approx 3" circle (same size and shape as the conductive portion of the pad) was noted on patient's chest. Pad had been near the incision, but only the sticky part was on the incision, and there were no staples remaining and no other metal on the patient's chest at all. On checking after the event, pads were found to have been properly and completely adhered to the patient's skin with no wrinkles and no areas that were not stuck to the skin.